Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but photos were provided for investigation. The photos were reviewed and the indicated failure mode for fibrin was not observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of fibrin was not observed. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode fibrin. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that after blood collection using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were fibrin filaments present in 100 tubes after centrifugation. This causes instrument needle blockage, thereby affecting efficiency. There was no reported impact to patients.

Event description:
It was reported that after blood collection using the bd vacutainer® sst¿ ii advance plus blood collection tubes, there were fibrin filaments present in 100 tubes after centrifugation. This causes instrument needle blockage, thereby affecting efficiency. There was no reported impact to patients.

Manufacturer narrative:
E1. Initial reporter phone number: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.